Event description:
It was reported that the surgeon attempted to insert a cq2015 collamer three piece lens and the lens caught in the cartridge and one haptic tore. This was prior to insertion and there was no pt contact. This is one of two lenses used on this pt. See MFR report # 2023826-2006-01449.